Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(health effect ¿ impact code).

Manufacturer narrative:
Updated fields : b3, b4, b5, b6, b7, d5, d10, e1 (initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. Fse performed troubleshooting on unit leakage test failed replace multiple parts on unit. Perform functional/safety testing per manufacturer recommendations all test passed returned unit back to customer. Despite good faith efforts (gfes), no information regarding what was replaced has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during preventative maintenance performed by getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient harm reported.